Event description:
Us customer contacted cepheid to discuss discrepant results using the xpert xpress cov-2/flu/rsv plus assay. On (B)(6) 2022, the original sample was collected. The sample was taken to the laboratory immediately after it was obtained on (B)(6) 2022 and tested per pi using xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. Patient was asymptomatic and was tested after coming in for trauma. On (B)(6) 2022, sample #2 was collected from the patient. The sample was taken to the laboratory immediately after it was obtained on (B)(6) 2022 and tested per pi using xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. No known harm to the patient due to discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results using the xpert xpress cov-2/flu/rsv plus assay. On (B)(6) 2022, the original sample was collected. The sample was taken to the laboratory immediately after it was obtained on (B)(6) 2022 and tested per pi using xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. Patient was asymptomatic and was tested after coming in for trauma. On (B)(6) 2022, sample #2 was collected from the patient. The sample was taken to the laboratory immediately after it was obtained on (B)(6) 2022 and tested per pi using xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. No known harm to the patient due to discrepancy. This case involves an asymptomatic patient admitted with trauma who was screened for sarscov2 using the xpert xpress cov-2/flu/rsv plus test. A sample was positive for sarscov2 with normal pcr curves. A second swab collected same day was tested by xpert xpress cov-2/flu/rsv plus test and was negative. Also had normal pcr curves. No evidence of product malfunction. No known harm to the patient according to the customer. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.